Event description:
Customer claimed "cord sparked and started a fire" product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the cord had been cut. This means that the cord was probably caught in a recliner, door, and/or other type of object and was not from any type of manufactured defect. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Bce conducts a 100% in-process inspection and a statistical final inspection. The cord cut would have been caught if it existed before the product left the facility.